Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there was an unexpected movement from the universal surgical manipulator (usm) 3. Before the call, the customer restarted the system, but the issue persisted. The surgery was ongoing, and no further troubleshooting was possible. The technical support engineer (tse) viewed system event logs, and no errors or failures related to this behavior were reported. A sterile adapter or drape issue could be excluded. The tse explained to the customer how to use the instrument clutch; the customer said they knew that. The procedure was completed as planned with no reports of patient harm, adverse outcomes, or injury with no delays. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the arm was used normally and not disabled due to the issue. The procedure was completed robotically with all 4 arms. There were no external collisions with equipment or staff. There was no injury to the patient as a result of the event. Nothing was done to resolve the issue as it did not cause any restrictions during the operation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found several errors 23000 and 23137 on the logs. The fse replaced universal surgical manipulator (usm) to solve the reported issue. Fse also replaced a broken axis cover. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A video clip associated with this reported event was submitted for review. Upon reviewing the provided video, it appears that the customer's complaint of unexpected movement on the universal surgical manipulator (usm3) is validated. However, the exact cause of the failure cannot be confirmed without examining the returned device.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The reported failure was confirmed and replicated. The usm was tested on an in-house system and passed in normal mode. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and failed the sensor check and the sine cycle test on the degree of freedom (dof) 2 searchlight. The yaw searchlight and joint sensor will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.